Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level that was over 500 mg/dl. The customer had symptoms of being real thirsty and having hard time breathing. They treated with a syringe of insulin. It was noted during the troubleshooting for the high blood glucose that the customer had a cold for over a month and that it caused her sugars to go up. The customer declined troubleshooting for the high blood glucose. Additionally, they received a no delivery alarm on their new insulin pump. However, the insulin had exited without incident. They were sent a replacement for their infusion set.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip.